Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of their implant not being fully charged and the therapy being off was that they couldn¿t get it to charge because it wasn¿t tight enough on their back. It was noted that ¿the (B)(6)went through step by step¿ with them how to resolve it, and it has been resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her ins was showing full and she knew its not full and she had been charging it. The icons on the recharger screen were reviewed and confirmed with the patient that the ins was 100% charged, recharger was almost 100% charged and the therapy was off. The patient reported that she didn¿t know the therapy was off or how the therapy was turned off. The patient was assisted in turning the therapy off. No further complications were reported.